Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the baxter user manual, perform annual preventive maintenance procedures to make sure all excel care es bariatric bed and excel care bariatric therapy system components are functioning as originally designed. Pay particular attention to safety features such as electrical power cords for fraying, damage, and proper grounding. If damage has occurred to the power cord, immediately remove the bed from service, and contact the applicable maintenance personnel. Failure to do so could cause injury or damage. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician to report the xl bariatric bed power cord had copper wires exposed. The bed was located at the account. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved. The customer did not communicate this event to another baxter department or authority.